Manufacturer narrative:
A customer from united states reported that four patient samples tested positive with the cobas 6800/8800 sars-cov-2 assay. No harm was alleged. Please note that no separate, unique patient information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. Additional information has been requested but not provided yet. The investigation is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states reported that several samples tested positive with the cobas 6800/8800 sars-cov-2 assay. Four (4) patient samples generated a positive result for sars-cov-2 during initial testing. Upon retest of the same samples on two different platforms, all targets tested negative. Only the negative results were released and no harm was alleged. Please note that no separate, unique patient information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. Additional information has been requested but not provided yet. The investigation is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-03059-00. An investigation was performed which showed product is performing as intended. No data or information regarding the samples was provided, therefore a full review of the data could not be performed. Although unknown, the discrepancy could potentially be due to differences in technology. Trend analysis could not be performed as lot information was not available. Stability review was performed and no product problem was identified. The investigation did not identify any product problem related to the customer allegation. (B)(4).